Event description:
Upon insertion of trocar, a piece broke off and was retrieved. Device removed from patient; no injury to patient. The part that fell off was the knob that the stabilizing suture attaches to.